Manufacturer narrative:
Other contact phone number: (B)(6). User called into emergency support program line to assistance troubleshooting in intra-aortic balloon (iab) a fo sensor failure alarm. All attempts at regaining the fo signal were unsuccessful. The fo connector is unplugged to stop the alarm from sounding and the inner lumen of the iab is utilized for ap monitoring. Dr. (B)(6) and (B)(6) rn state there is no harm to the patient due to this issue. They do not wish to give patient demographics. They do gather the catheter information.

Event description:
User called into emergency support program line to assistance troubleshooting in intra-aortic balloon (iab) a fo sensor failure alarm. All attempts at regaining the fo signal were unsuccessful. The fo connector is unplugged to stop the alarm from sounding and the inner lumen of the iab is utilized for ap monitoring. There is no harm to the patient due to this issue.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6 (type of investigation).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (lot #, exp. Date, unique identifier (UDI) #), h4 (manufacture date), h6 (type of investigation)